Manufacturer narrative:
(B)(4). The recipient reportedly was excessively pushing on the headpiece and experienced irritation at the site. Oral antibiotics (augmentin) were prescribed as a precaution for seven days. Advanced bionics considers the investigation into this reportable issue as closed. The issue has been resolved. The recipient's device remains implanted and continues to use the device. This is the final report.

Manufacturer narrative:
UDI number: na. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced tenderness at the implant site. The recipient was treated with antibiotics as a precaution. The recipient discontinued use of the device from (B)(6) 2016. The recipient continues to be monitored.